Event description:
It was reported that bd iag bc pro global air bubble the following information was provided by the initial reporter, translated from french to english: description of facts and immediate consequences with catheters no possibility of blood sampling because of bubble consequently patient pricked 2 times. Immediate consequences disruption to departmental operations or inter-departmental relations 29-aug-2024 follow-up 1st attempt comments (rec) attached the e-mail in "attachment(s)" field below. Please confirm the number of products affected. ="at least 1 catheter" has there been any patient impact (serious injury, medical intervention, change of treatment required)? ="use of another device" did malfunction caused needle stick injury to healthcare worker or patient? ="no".

Manufacturer narrative:
E. Address exceeds character limit: (B)(6). H.3. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed.

Manufacturer narrative:
Investigation results:a device history record review was completed by our quality engineer team for provided material number 381044 and lot number 4109667. The review did not reveal any detected abnormalities during the production process that could have contributed to this defect and all quality tests were found to be within specification. As a sample was unavailable for return, a thorough sample investigation could not be completed. Based on the investigation results, an exact cause for this incident could not be identified.